Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that this pacemaker lead was capped and left in patient due to high threshold and suspicion of breakage approx. 242 months after the implantation. The patient experienced syncope and was admitted to the hospital. A new lead was implanted.